Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. It was found that the device had liquid in the scope. The scope was replaced to resolve the issue. However, the device was turned to be non-repairable. User mishandling and/or improper maintenance can be the most probable root causes of the identified failure. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure on an unknown date, it was observed that there was liquid in the endoscope device. During in-house engineering evaluation, it was determined that the device had liquid in the scope. There was no surgical delay or patient consequences reported. The customer states that they have no further information. No additional information was provided.